Manufacturer narrative:
No identifiable materials or manufacturing discrepancies were observed on the surfaces examined. Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that patient's right hip was revised due to stem subsidence (no cause, contributor, or any patient factors/ complaints reported to rep). Stem and head were revised to a restoration modular stem construct with ceramic head - the liner was not revised. The explanted stem is available for return.

Event description:
It was reported that patient's right hip was revised due to stem subsidence (no cause, contributor, or any patient factors/ complaints reported to rep). Stem and head were revised to a restoration modular stem construct with ceramic head - the liner was not revised. The explanted stem is available for return.

Manufacturer narrative:
Added: full results of material analysis and medical review. Reported event: an event regarding subsidence involving an accolade stem was reported. The event was not confirmed. Method & results: device evaluation and results: visual inspection of the returned device was completed by a material analyst; ma: minimal biological fixation observed on the stem. Explantation damage observed on stem. Debris observed on trunnion potentially due to corrosion. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. Medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant indicated: no radiographic or reported scintigraphic evidence of loosening or stem subsidence is available. Minimal biologic fixation at eight months post-operative is not consistent with loosening but, in fact, demonstrates some biologic fixation. No revision operative report describing a loose stem and explanation damage described suggests some difficulty in removing the stem. There is no evidence that factors associated with prosthetic design, manufacturing or materials are responsible for this clinical situation. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: the exact cause of the event could not be determined. If further information becomes available this investigation will be re-opened.